Manufacturer narrative:
(B)(4).: a f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx displayed a "shutting down now" message and the unit shutdown unexpectedly. There was no reported patient involvement and/or impact.